Manufacturer narrative:
It was originally reported that the product would not be returned for evaluation and testing. However, the product was returned and an analysis has been completed. Complaint conclusion updated to address analysis of returned device. The complaint received states that during an interventional procedure the sterile package of a smart control stent was found opened. As it was reported by the affiliate, the nurse found the sterile packaging open at the beginning of the procedure. It is unknown if there was any damage to the outer packaging when received. It is unknown if the product was stored correctly. It is unknown exactly which part of the seal was opened. It was noted that the sterility of the product was compromised by this event. The product was not used in the patient. There was no report of injury to the patient. One non sterile unit of smart control 6 x 60 mm was received cordis pouch. The pouch was inside the original carton box labeled as lot 14086652. At a glance no damages were observed in the packaged unit. The carton was compressed at the middle. Right side of chevron seal performed at supplier was opened, however it show evidence that the pouch has been previously sealed; the heat seal is continuous and free from burns, bubbles, voids, wrinkles, and foreign material. Controls exist in the packaging processes to prevent this type of failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported open seal was confirmed, with the available information, the exact cause could not be conclusively determined. However it does not appear to be manufacturing related; the package shows evidence that the pouch has been previously sealed; therefore, no corrective actions will be taken at this time. Please note that the evaluation have been updated to reflect the analysis of the returned product.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
It was originally reported that the product would not be returned for evaluation and testing. However, the product was returned for evaluation and testing on (B)(4), 2010, however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As it was reported by the affiliate, the nurse found the sterile packaging open at the beginning of the procedure. It is unk if there was any damage to the outer packaging when received. It is unk if the product was stored correctly. It is unk exactly which part of the seal was opened. It was noted that the sterility of the product was compromised by this event.